Event description:
It was reported that the side-firing surgical fiber was observed to be forward firing at 149,134 joules of use during a prostate procedure. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and devitrification of the glass cap was also observed. Both caps remain intact and attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure.